Manufacturer narrative:
The lead was not returned for analysis. The lead was not returned for analysis. As the lead was not returned for analysis, the method, results, and conclusion codes as the lead was not returned, the manufacturer narrative should contain the following statement: the results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a routine generator replacement procedure for eri, insulation damage was observed. The physician chose to cap and replace the lead during the procedure on (B)(6) 2017. The patient was stable.